Event description:
End users wife called stating that the joystick on her husbands m51 power chair is allegedly not working at all causing the product to just stop working. No injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model m51, serial number/date (B)(4) is approximately 9 years old. The owner's manual part number 1125085, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's preexisting medical condition states he is an amputee, below the knee on the left leg. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.